Event description:
New information received notes that the device was explanted for an unrelated infection.

Event description:
It was reported the patient received inappropriate atp and hv therapy due to noise. The lead was capped and replaced.

Manufacturer narrative:
Evaluation description: a partial lead with the distal tip measuring 32.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.